Event description:
I used air optix night and day contacts, approved for 30 days. I only wore for three weeks when I got a serious infection in my left eye. I will now have vision problems from the scarring of the infection. Why were these ever approved if they can cause such serious and permanent damage to an individual? There should be a black box warning on these evil things. My vision is now impaired. FDA safety report ID# (B)(4).